Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. Corrected information: b5, d1. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
This report includes updated device information. Related manufacturer reference: 2184149-2024-00175.

Event description:
At the start of the case, communication issues resulted in the procedure being cancelled. The amplifier would briefly show communication then would immediately disconnect. No errors were displayed. The system was rebooted twice and the amplifier would disconnect after a couple of minutes each time. The site had no backup fiber cables or media converters for further troubleshooting so the procedure was cancelled.